Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Health professional reported event left side seroma, "pain, hardening, and breast distortion," "cyst with thick contents or solid nodule," and "accommodation folds." Device remains implanted. Patient was treated with "injectable diprospan."